Event description:
It was reported that the patient had extreme leg cramps and nerve pain all down his legs, and had already had a bunch of spinal surgeries. The patient noted that the stimulation hurt him rather than helping him. There was a burning sensation down his leg to his toes. It burned instead of giving a tingling feeling, at the beginning it was tingling. About 6 months prior to the report, it changed to a burning sensation. The patient used the stimulation on and off because of this and planned to have the device taken out. The stimulation was stimulating different parts of the patient¿s body since he got the device implanted. He didn¿t feel this too much of an issue, the patient thought the healthcare provider (hcp) felt he was wired different. The patient felt the stimulation in his forearms and down to his fingers and butt area. The patient met with manufacturer representatives three different times to correct this, but couldn¿t remember the dates. The hcp felt the patients nerves were going down rather than up. This was concerning to the patient however the hcp didn¿t really understand it either. The patient had soreness in the pocket site, and had this since implant. He couldn¿t lay on his left side because if he touched the top of it, it was extremely sensitive. The patient met with the healthcare provider (hcp) the day prior and told him that. It had been hurting him since he got the implant. Every time the patient charged the ins, he had a burning sensation and the ins got real hot. He also noted it felt like the nerves were burning, and it had been this way since implant. The patient used to charge the device until it was full but now only charged it to 1/2 or 3/4 of the way because it was too much of a pain. The burning occurred when he was recharging and his stimulation was turned off. The patient couldn¿t use clothing in between the antenna and skin because it caused him to loose coupling level. The ins went dead all of the time and didn¿t understand why it went dead when it was not being used. The manufacturer representative already checked the device and noted it was working fine. There was pocket pain with stimulation on/off, leg pain that was not addressed by the ins, leg cramps which were addressed and relieved by stimulation, however, the patient felt his cramps had reduced recently when stimulation was off. The patient was unhappy with the ins, was requesting explant of the ins, and this would be scheduled as soon as possible. Information regarding cause of event, actions taken to resolve the issue, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3998, lot# v793128, implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).